Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the instrument hook was broken off. Engineering performed visual inspection, found broken ceramic sleeve, and determined that was the result of the hook broken off. The customer returned the hook, but not the broken ceramic piece. Electrical continuity testing passed. Engineering concluded that damage was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported during a da vinci si cholecystectomy procedure the permanent cautery hook instrument was noted to have broken off and fallen into the patient. All fragments were retrieved, there was no harm or injury to the patient.